Event description:
It was reported that pump battery would not charge and history showed power source alert 07 when issue began. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by using tandem wall adapter and charging cable, confirmed pump did not shut down or become unable to turn back on, and pump began charging so no further assistance was required.